Event description:
Pentax medical was made aware of a report for an event which occurred in the USA stating, "defina processor displays error message: 03-0040 please restart processor. No image displayed, only black screen", involving pentax model epk-3000-us/serial (B)(4). The event was reported to have occurred after installation at the facility during on-site training. No patient was involved. The device has not been returned to pentax medical for evaluation.

Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event.

Manufacturer narrative:
Evaluation summary: we have been contacting a service engineer in charge of the complaint in pai on (B)(6) 2021 if they could provide us additional information related to the complaint. Although they have been following it up for us, we have not heard any feedback from them as of (B)(6) 2021. We will continue to communicate it with the engineer and create a supplemental report if we have any. Correction information: model#, follow up #1, coding changed based on the investigation result: type of investigation, investigation findings, and investigation conclusions. Additional information: UDI, type of follow up. This report is being filed as part of the pentax backlog management plan.